Event description:
Describe event, problem, or product use error: source: (B)(6) / - purchased on (B)(6) 2026 from (B)(6) pharmacy, (B)(6) - attached sensor to upper left arm and blood sprayed out onto my arm and shirt sleeve - diagnosed with postprandial hypoglycemia and hyperlipidemia due to dysautonomia - photos available for documentation purposes.